Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level below 50 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy.